Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that debris of foam were present at a "lag screw hole" of nail. A nurse removed it but other debris were found at distal end of the nail by a doctor. Dr. Ordered wash of the nail. Some of foam debris were found. Dr. Wanted to use spare but no same size at that time. Dr. Used this nail unwillingly.

Manufacturer narrative:
Product inquiry states the long nail kit r1.5, ti, left gamma3® ø10x340mm x 125° to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies, in particular in the packaging process. The device was documented as faultless prior to distribution. The nail was not returned for evaluation. Below report is based on available information, only. We received the long nail kit blister packaging outside their original cardboard box. Inside of a t2 tibia standard nail kit cardboard box the empty blister was returned without the nail. After unpacking, the blister packaging becomes visible with a completely stripped off tyvek lid and missing nail. Inside the blister only pe-foam blocks and a clear pouch with two small foam pieces inside could be verified. There is no evidence for the alleged contamination. As the nail was not returned and the packaging already opened foam particles on the implant in original condition could not be verified. However, not enough information is available to confirm the reported case. It could not be excluded that the contamination occurred at the user site during opening/handling of the device. Foam particles on implants inside of packages are known from previous complaints. It is possible that the implants abrade particles from the foam blocks due to movements during transport. This issue was already evaluated by a hcp in a similar case. Excerpt of medical statement: dispersion of foam particles on the surface. It has to be clarified whether small foam particles would cause any harm if they are inserted to a human body together with the (implant). The utilized material ldpe has no cytoxic effects and is well known as biocompatible. It is used as a negative control in cytotoxity test. Therefore, if sterility of the packaging is sustained, it is assumed that no negative side effects occur, if smaller particles are unintended inserted into the bone marrow cavity or the surrounded tissue. Based on the above observations the root cause could not be determined. No discrepancies were detected during risk analysis review. No non-conformity was identified.

Event description:
It was reported that debris of foam were present at a "lag screw hole" of nail. A nurse removed it but other debris were found at distal end of the nail by a doctor. Dr. Ordered wash of the nail. Some of foam debris were found. Dr. Wanted to use spare but no same size at that time. Dr. Used this nail unwillingly.